Event description:
It was reported that a malfunction code occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted with resetting the pump, which resolved the malfunction code. The customer was advised to continue using the pump and to contact technical support if the code recurred. No additional allegations were made against the pump or supplies.